Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/11/2025, it was reported by a sales representative via (B)(4) that an ar-1595tc drill pin is damaged. The tip of the pin broke off while being drilled into a femur and became stuck. It was retrieved with a grasper and no metal was left in the patient. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive force being used to pry and leverage the device.